Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately two years and five months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of log files could not confirm premature power switching events as the log files did not cover the reported event date. The reported event was not replicated during testing; however, analysis of the battery revealed that the device failed to meet specifications. The battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a faulty internal cell pair. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management and was expanded with fsca apr2014.1 to recall certain older batteries. There are no known clinical factors that could have contributed to this event. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).